Manufacturer narrative:
H.6. Investigation: one sample was received for investigation by our quality engineer. Upon inspecting the product, a leakage between the stopper ribs was observed. The product was noted to be damaged on the syringe barrel. There was a dent between the 30ml and 50ml marking which caused the stopper to be distorted against the barrel wall between these points, resulting in the leak that was reported. A device history review was performed for the reported lot 1901244, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. While we cannot identify the exact origin the damage took place, it has been confirmed the malfunction was a result of the product getting jammed within manufacturing equipment.

Event description:
It was reported that there was leakage past the plunger with a bd plastipak¿ 50ml luer-lok syringe. The following information was provided by the initial reporter, translated from french to english: at the time of filling the syringe, the product flowed out of the syringe by the plunger. Syringe not used for a patient. The syringe was changed.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was leakage past the plunger with a bd plastipak¿ 50ml luer-lok syringe. The following information was provided by the initial reporter, translated from (B)(6) to english: at the time of filling the syringe, the product flowed out of the syringe by the plunger. Syringe not used for a patient. The syringe was changed.